Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unknown date in (B)(6) 2014. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as complaints (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for an unrelated indication and later acquired peritonitis. It was not reported if the peritonitis event prolonged the hospitalization. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. At time of this report the patient was reported to be recovered from the peritonitis but remained hospitalized for other unrelated indications. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 2 of 2 involved in this event.